Event description:
It was reported that the intra-aortic balloon (iab) was inserted on the morning of (B)(6) 2010 in the cath lab, due to severe disease process. The pt was stable and taken to operating room (or) for coronary artery bypass graft (CABG) surgery and pt tolerated the procedure well. The securing sutures were removed to move the pt off the operating room table. (Per perfusionist this is common practice). Securing sutures were not re-sutured to the pt's leg, pt positioned once in cardiovascular intensive care unit (cvicu). Pump did alarm "helium loss" & no blood or other noted in helium drive line. An x-ray was performed & it was noted that the iab had migrated lower. The iab was repositioned & sutured to the leg. The pump was reset & continued to pump. Approximately 30 minutes later, the pump re-alarmed helium loss. At this time, the nurses did see frank blood in the tubing. Pump had turned off, strip was printed. The staff turned the pump completely off & notified intensivist. The intensivist removed the iab & pt was stable & did not require another iab. There was no reported pt death or injury. Medical/surgical intervention was required. The pt received 2 hrs of iab therapy prior to the pump alarming. There were no reported pt complications & the pt outcome is stable.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.